Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment/event. The log file review shows no abnormalities that could have contributed to the reported event. The treatment was completed to 100% and without any interruption and all laser system functions were within specifications. A review of images received points towards a certain aberrated eye (rmsh approx. 0.5m), mainly a horizontal asymmetry (coma). The surgeon also reported a slightly higher index of vertical asymmetry. This might support the surgeon's opinion about the neuro adaption, as the asymmetry shifted axis. An influence of the laser system is very unlikely. No abnormalities that could have contributed to this event were found during the device history records review. There is no indication a device malfunction or inappropriate labeling caused or contributed to the reported event. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient was dissatisfied with results in right eye after topo-guided lasik. Approximately five months post lasik, unexpected refraction and induced astigmatism were found. The patient's vision is reported reduced. Upon follow up, eye was reported to have horizontal asymmetry. Nasal elevation was noted to the flat place within the pupils zone. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).